Event description:
It was reported that the patients incisions did not heal and the physician intended on cleaning the wound. During the procedure, x-ray revealed that the leads had migrated significantly. The physician did not suspect any malfunction, however, opted to remove the ipg and leads. The explanted devices were not returned.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7076902; product family: scs-ipg-pc, upn: m365sc14160, model: sc-1416, serial: (B)(4), batch: 214688.